Event description:
It was reported that cadd legacy pump failed accuracy, during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that the labels were all in tact and there was no physical damage. During functional testing, the reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. The root cause of the reported issue could not be determined. No actions were taken.